Manufacturer narrative:
Initially it was assessed that there was a hemostatic valve separation. The bwi product analysis lab received the device for evaluation on 8/13/2020 and it was observed on 8/14/2020 that it was returned in the condition reported as the hemostatic valve was dislodged inside the hub and was damaged. This returned condition remains assessed as a reportable issue. Device evaluation was completed on (B)(6)2020: it was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that after transseptal puncture, blood started to leak from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, it seems that the valve was loose. The sheath was replaced and the issue was resolved. The procedure was completed without patient consequence. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001222 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provided additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that after transseptal puncture, blood started to leak from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, it seems that the valve was loose. The sheath was replaced and the issue was resolved. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there is no indication that the blood leakage was excessive nor that it led to hemodynamics disruption or required intervention, this event was not assessed as a patient event but as a MDR reportable ¿hemostatic valve separation¿ product malfunction.